Event description:
Pt was wearing the unloader one off-the-shelf knee brace and had some minor skin irritation due to rubbing of product on knee.

Manufacturer narrative:
No determination on a product related issue could be found.